Event description:
It was reported that a patient underwent primary breast augmentation with two 550cc mentor memorygel breast implants. Post-operatively, the patient suffered left breast implant rupture. As a result, the patient underwent bilateral breast implant removal and replacement surgery on (B)(6) 2023. The replacement devices were: (left) 700cc mentor memorygel xtra breast implant catalog: shpx700 lot: 9944292 sn: (B)(6) and (right) 700cc mentor memorygel xtra breast implant catalog: shpx700 lot: 9570190 sn: (B)(6). Upon receipt and evaluation of the suspect medical device and the contralateral device (right implant), both were found to be ruptured. This medwatch form is for the right breast prosthesis.

Manufacturer narrative:
Device evaluation summary: the product was returned to mentor for evaluation. Mentor conducted visual inspection of the returned device. Visual analysis of the returned sample revealed that the siltex hpg, 550cc breast implant was found to be ruptured and received in two parts. In addition, siltex cracking was observed at the edges of the rupture. The evaluation determined that the possible cause of the rupture is consistent with normal wear. Siltex cracking is defined as a material separation occurring in the siltex layer and can eventually progress through the shell of siltex devices. Siltex cracking is ultimately a result of high stresses. A second product was received. No adverse events were reported for this concomitant (contralateral) device, therefore no further analysis is required. As part of mentor¿s quality process, all devices are manufactured, inspected, and released to approved specifications. No corrective and preventive action (CAPA) is required now. Reason for device explant and/or reoperation: material rupture. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. If certain information is unknown, not available or does not apply, the section/field of the form is left blank. Manufacturer¿s reference number: (B)(4).